Event description:
Olympus was informed that during a therapeutic colonoscopy, a foreign object from the distal end of the colonoscope fell into the pt's colon. The foreign object was retrieved and identified as a metal flat split ring. The source of the foreign object is unk. The procedure was completed with the same device. There were no pt injury reported.

Manufacturer narrative:
The colonoscope was returned to olympus for eval. The user's experience could not be confirmed. The colonoscope was intact with no missing parts. The device was inspected and returned to the user facility.